Event description:
Reference MDR #1219856-2009-00531 for the first event involving same patient. It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patient's femoral artery. The md tried to insert the iab through the sheath; however, it could not be advanced through the sheath. As a result, the md removed the iab from the sheath and inserted an iab-06830-u with success.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.